Event description:
This spontaneous case reported by a customer, with add'l info from the consumer, who contacted the co to report a product complaint, concerned a female pt of unk age and origin. Medical history: hospitalization for an unspecified reason, and eyes were not very good. The pt took insulin lispro (humalog) via cartridge per a humapen (hp) memoir burgundy reusable device (dosing regimen, indication for use and start date were not provided). The pt's eyes were not very good and she was not sure if her eyes had changed (worsened) since starting humalog. The pt had unspecified physical problems being afraid to use the pen. It was unk if she recovered from the event. In 2008, the pt experienced her blood sugar were high and had been 600 (mg/dl). The pt did not think the insulin was working. She had not recovered from the event. In an add'l report, the pt experienced the current cartridge (lot number a485346c) did not control her blood sugar and stated she had been hospitalized twice over this (date and indication not provided). Treatment measures and diagnostic tests performed during hospitalization were not provided, and the outcome was unk. The action taken with humalog was not reported. This hp memoir burgundy report included suspect device pc710215 (lot number 0707c02) and humalog cartridge pc709748 (lot number a485346c). The pt operated the device and the training status was not provided. The pt did not use a new needle with each injection. It was reported that the pen malfunction was that the button went down too fast. She had used humalog in the hp memoir burgundy device for six to eight months. The device with the problem was used and its return status was not reported. It was unk if the use of the pen and medication continued. Add'l info will not be requested. Update 15-oct-2008: add'l info rec'd from the consumer on 14-oct-2008. Added add'l drug device tab with lot number, update to existing device tab, added serious event of blood sugar fluctuation with hospitalization, outcome unk; update to assessments; update psur; updated case and narrative with new info. Update 15-oct-2008: upon review on 15-oct-2008, it was determined that the complaint is a duplicate of this report; therefore, it will be deleted from the database. All info from the complaint has been captured in this case. Update 24-oct-2008: upon internal review: removed originally reported memoir pen (lot number reported as 0707c89) from the case as the lot number was confirmed to be 0707c02 during f/u from the initial rptr on 14-oct-2008. The lot number was originally reported incorrectly as the rptr had difficulty reading the lot number on the memoir pen.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. Note: this is an initial report. A f/u report will be submitted when the final eval is completed.